Manufacturer narrative:
Product ID: 3889-28, lot# va0njxz, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). Correction to method/results/conclusion codes added apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep). A lead revision was recommended after this visit along with a battery replacement due to normal use and limited life remaining in the battery (lead and battery on right side originally). Patient was having reduced efficiency prior to the revision in (B)(6) 2019 and md felt due to her recent fall a lead revision was warranted, date of fall was unknown. At the time of revision, a fluoro/c-arm image was taken which determined that the lead was too deep/no longer in an effective position. A full replacement was done in (B)(6) 2019 with no issues, patient was seen at 2 week post op doing well (new lead on left side and battery remained on right side). Md did not feel it was necessary to return the device or lead. No further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va0njxz, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(6), ubd: 15-sep-2018, UDI#: (B)(4). Device code c62819 applies to the lead. Patient code c76143 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0njxz, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The physician notified the rep of patient¿s lead revision took place (B)(6) 2019. Patient had original implant done on (B)(6) 2015. Patient ultimately made her way to another doctor¿s office where it was determined her battery was close to expiration and her lead was no longer in an effective position (it was too deep in s3 for reasons unknown). A battery replacement and a lead revision was scheduled for (B)(6) 2019. The procedure was successful, the original lead on the right was removed intact without issue and the depleted battery was removed. A new lead was placed on the patient's left side along with a new battery on the right side without issue. No further complications were reported or are anticipated.